Event description:
Healthcare professional (hcp) reports six incidents of blood leaks with the psn 210 dialyzer, incidents occurred during the patients' treatments in 2001 and were noted on leak alarms. Blood leaks were verified with positive hemastix. Hcp stated that two of the blood leak incidents were also visually seen in dialysate. Blood was not returned to any of the patients, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.